Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump would not run when turned on but would heat and go into overtemp with an alarm. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Functional testing and visual inspection was performed during analysis. The investigation was verified that the pump was faulty. After a new device was installed and passed all testing.